Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The probe of the subject device was broken off and fell inside the abdominal cavity of the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.